Event description:
Caller reports that the power supply cord is frayed towards the middle. The wires are exposed. A replacement power supply has been ordered for the customer.

Manufacturer narrative:
The customer did not return the damaged power supply. Unable to pursue further investigation without return. Complaint will be tracked and trended. Corrective action not required at this time.